Event description:
On 2026-feb-02, additional information was received from the healthcare professional (hcp). Clarification regarding the patient experiencing overdose was requested. The hcp was asked if it was determined to be an infusion system related device issue, patient/therapy issue, procedural issue, etc. The hcp stated, "none identified". The hcp was then asked if it was an infusion related issue, was the cause determined. The hcp stated, "none identified. Patient's symptoms were related to septic kidney infection, not the pump".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. The hcp reported that the patient came into the hospital yesterday for symptoms related to overdose. Patient was currently on a narcan drip in the intensive care unit (ICU). The hcp wanted to know discontinue therapy options and stated a company representative (rep) came out to do an adjustment to the pump. Technical services reviewed options with the hcp and offered to transfer hcp to national answering service (nas). The hcp stated he left a voicemail for two local reps.